Event description:
It was reported that during a da vinci assisted surgical procedure, the staff was encountering the right eye being black in the surgeon console. The staff converted to laparoscopic surgery. There was no reported patient injury or death. Technical support engineer (tse) was contacted and all trouble shooting steps were completed. The customer had rebooted the system, but the issue remained.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hrsv was analyzed and found to boot up on the test system. However, the right eye monitor was dead, and no images were shown on the right side of the surgeon side console (ssc).